Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via email that they had a blank display after performing an insulin pump rest and using a new battery cap. They had inserted a new battery but the display did not return. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, and displacement test. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection.